Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received: it was thought that the steerable guide catheter had no kinking. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned for analysis. Upon visual examination, a kink was noted in the distal shaft curve. As there was no reported kink observed during the procedure, it is likely that the shaft kinked during further manipulation of the device as it was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported event. No other external damage was observed. During device testing, tip deflection performed as expected. Based on the analysis, the device functioned as intended. In this case, there was no reported device malfunction associated with the sgc. The reported patient effects of hemorrhage, vessel perforation/laceration, and hypotension, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed as the tip of the steerable guide catheter perforated the vein which was surgically repaired. It was reported that during a mitraclip procedure, there was no difficulty with accessing or dilating the femoral vein prior to the introduction of the steerable guide catheter (sgc). The femoral vein was not tortuous. The sgc tip was straightened and the device was inserted into the anatomy. While advancing the sgc through the external iliac vein, the device entered into a small parallel vein. There was no difficulty advancing the device or with visualization. Subsequently, the tip perforated the vein wall and bleeding into the abdominal cavity occurred. The patient was hypotensive and was administered arterenol and blood transfusion. The mitraclip procedure was aborted and the perforation was surgically closed. Post-operative, the patient was well; there were no post-operative complications. No additional information was provided.